Event description:
It was reported that the right ventricular lead exhibited noise. The noise could be reproduced with isometrics. The sensitivity was reduced and the patient was monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.